Manufacturer narrative:
11/25/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during a sub-total gastrectomy procedure. Reportedly, the staples were fired incompletely at the distal end. The surgeon resected the staple lines and applied another device. The patient's status is satisfactory.